Event description:
Three examples of musculoskeletal transplant foundation cancellous bone chips. Aluminum bottle seals were not securely crimped onto bottles ie. Seals not complete. Reported to mtf via voice-mail. No response to date. These were not implanted in pt. One previous example has been returned to the supplier. Poor packaging for sterile material.